Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 clips did not form correctly and fell on the side of the device. It was unknown how the case was completed. There was no consequence to the pt.